Event description:
It was reported that high impedances were found. A surgical revision was needed and being scheduled to revise the lead, but the manufacturer¿s representative (rep) did not know when. The physician wanted to know if another lead could be placed above the current placement, and leave the current lead in place due to scarring. The rep. Stated they would do some intra-operative testing and would want to replace the lead if the issue was the lead, but the physician didn¿t want to dig down due to scar tissue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3587a, lot # lc2091, implanted: (B)(6) 2005, product type lead. (B)(4).